Manufacturer narrative:
The device has been discarded by the facility. As such, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
An lavh procedure was performed by the surgeons at (B) (6) hospital. During the post op, the surgeon discovered a patient injury. The omni device was the only new variable used in the case by the surgeons. According to the territory manager, each of these surgeons is very experienced in these types of procedures, therefore, the surgeons believe that the device may be the cause of the patient injury.